Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber broke at the body whilst inside scope, no deflection on scope. The fiber and the broken part were removed, and the procedure was successfully completed using another device, with no patient complications.